Event description:
A technician reported three patients experiencing blurry vision following intraocular lens (iol) implant surgery. The surgeon reported this patient has had bilateral iol implant procedures. In a follow up, the surgeon reported that the event continues, but was expected to resolve without treatment. There are six medical device reports associated with this event. This report is for the left eye of the second patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was received on 06/30/2009. This report was mailed to FDA on 07/08/2009.